Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the customer insulin pump had a keypad anomaly and a blank display. The customer¿s blood glucose was unknown at the time of incident. Customer¿s parent stated that the insulin pump had a blank screen after it has been exposed to water. Customer's parent also reported that the insulin pump buttons were sticking. No keypad anomaly troubleshooting was performed. Customer's parent reported that customer went to the hospital and she was taken off the insulin pump. The customer¿s parent was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The device powered up properly after battery installation. No blank display was noted. The device had an unresponsive buttons due to flattened act and up buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform operating currents, self-test, unexpected restart error test and displacement test or verify low reservoir, off no power, low battery, weak battery, battery out limit alarm due to unresponsive button. No moisture damage on electronic assembly during visual inspection. The device had minor scratched lcd window, cracked lcd window, cracked reservoir tube lip, cracked case at display window corners, scratched reservoir tube window, stained address label, stained serial number label and stained end cap sticker.